Event description:
Reporter indicated that pt had passed away. Exact date and cause of death are unknown at this time. There has been no allegation that the ncp system caused or contributed to the event. Attempts to obtain add'l info have been unsuccessful to date.